Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and retention meter marcumar 3: 2.5 inr, marcumar 4: 2.3 inr. Customer strips and customer meter marcumar 3: 2.6 inr, marcumar 4: 2.4 inr. The maximum difference between measurements with the same blood sample was 4% returned customer material and retention material comply with the specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 09:00 the result from the meter was 2.4 inr and the result from the laboratory was 3.5 inr. At 09:03 the result from the meter was 6.1 inr. The drop of blood did not completely fall on the test strip and appeared to be a low volume of blood. The physician requested a repeat. At 09:05 the result from the meter was 3.5 inr. At 13:45 the physician requested a repeat and at 13:47 the result from the meter was 3.3 inr. The result from the laboratory was 2.4 inr. The specific time of the laboratory result was not provided. There was no allegation of an adverse event. The customer was treated based on the laboratory result. The customer has had no changes in diet, no illness, and no new medications. The customer's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294151) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.